Event description:
Pt admitted to psychiatry unit with diagnosis of acute psychosis. During the first four days of hospitalization, the pt consistently denied suicidal ideation. When the rn arrived in the pt's room on morning #5, to check the pt's vital signs, she found him slumped over, on the floor. The rn call cord was wound around his neck three times and looped closed. Resuscitation was unsuccessful.